Manufacturer narrative:
(B)(4). Is reported that the device won't shock during operational check. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the failure. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the processor pca that caused the device to fail shock during operation check.

Event description:
It was reported that the device won't shock during the operational check. There was no reported pt involvement.